Event description:
Patient in the or for repair of cystocele, rectocele, enterocele, urethrocele, vaginal cuff prolapse, stress urinary incontinence, urinary urgency. During the procedure, a 2-0 vicryl followed by two 2-0 sutures were placed around the right uterosacral ligament. After removal of the ur6 needle on the vicryl surture, there was evidence that the very tip of the needle had been broken off. An attempt was made to look for the tip but nothing was found within the abdomen or pelvis. Those sutures were then tagged. An x-ray was called for. It was estimated that 1 mm of the tip was retained. The surgery progressed. The x-ray was performed and read. The x-ray showed that there was the possibility of a residual needle tip left within the abdomen. An attempt was made once again to remove the needle tip by searching both manually as well as using a sponge.